Event description:
The customer called regarding high blood glucose. Troubleshooting was performed and the high pressure test failed. The customer stated that there was a leak at the luer connection of the reservoir.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.